Event description:
Procedure type: unk. According to the reporter: after inserting the port, a foreign material was found in the pt's cavity. It was retrieved immediately and the procedure was completed. No tissue damage. No bleeding. Extended o.r. Time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
.